Manufacturer narrative:
Device passed the displacement, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Device was monitored with no low reservoir anomaly noted. Device test failed not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call the insulin pump did not alarm for low reservoir. The customer¿s blood glucose level was unavailable at the time of the incident. Troubleshooting was performed and the insulin pump failed display verification test. The insulin pump will be returned for analysis.